Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 142 mg/dl. The customer stated she had exposed her insulin pump to salt water prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.